Event description:
Following inflation of the balloon catheter, deflation occurred slower than normal; therefore the catheter was removed. A new balloon catheter was used and the procedure was completed successfully. No adverse pt effects have been reported. The pt's condition was reported as "good."